Event description:
Bbraun outlook (B)(4) at 80 ml/hr with new bag of ns hung at 0800 hrs. When checking IV at 1030 hrs due to increased bp with nipride infusing on different pump, pump found to be infusing at 701 ml/hr. Pt received approx 300 m of ns. Ivbp had infused during this time. This is the second event reported r/t to bbraun ivp malfunction. Healthcare sys changed from alaris pumps for IV fluid delivery to bbraun IV pump (B)(6) 2010. On (B)(6) 2011 1st pt -(B)(4)- bbraun outlook (B)(4) IV pump (B)(4) event programmed at rate of 11 ml/hr to last 24 hours, infused at rate of 54 ml/hr. On (B)(6) 2011, 3rd pt -(B)(4)- bbraun outlook (B)(4) IV pump (B)(4) event, different bbraun pump, same issue rate malfunction - rn unable to change rate or power off/on pump. On (B)(6) 2011, 4th event during bbraun outlook (B)(4) ivp set up rn went thru 5 bbraun outlook (B)(4) pumps none which would accept programming by rn. Clinical engineering notified and bbraun requested to make immediate onsite visit. Also (B)(4). From (B)(6) 2011 we have continued to experience multiple problems with the bbraun outlook 400es IV pumps and have worked with the MFR diligently to correct issues identified in a timely manner - batteries not holding charges, software failures leading to practitioner to believe pump is functional only to discover hours later, pump not infusing at programmed rate specifically led running on screen when pump is not running. I am the risk mgr for our 680 bed acute care sys and am very concerned the replacement pumps may have the same failure potential. To date, there have been no serious or fatal event with these pumps.